Event description:
The customer reported the left monitor got progressively darker and then completely black, no image on the left monitor. This system failed to display a live fluoroscopy image. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The fluoro functions board was replaced and the power connectors were reseated during the svc call. The sys was tested and found to be working as intended and put back into svc.